Manufacturer narrative:
Other, other text: additional information received via email on 20-dec-2021: I have no reported patient information. Unit was located for it's yearly checks and found after several dosing runs with a few different set that the flow accuracy was off and unit was sent in for repair. H6: event problem and evaluation codes: updated event problem patient code:4582-no clinical signs, symptoms or conditions c106106 evaluation codes method:b01 [10] - testing of actual/suspected device c91896 evaluation codes result:c07 [180] - mechanical problem identified c92079 evaluation codes conclusion:d15 [4315] - cause not established c139471 h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, pump was found to be slightly overdelivering. Expulsor was out of specifications so it was trimmed. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: additional information received via email on 20-dec-2021: I have no reported patient information. Unit was located for it's yearly checks and found after several dosing runs with a few different set that the flow accuracy was off and unit was sent in for repair. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, pump was found to be slightly overdelivering. Expulsor was out of specifications so it was trimmed. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting flow accuracy issue and problems with the wireless communication module, having issues with the connection. No additional information is available at this time.